Event description:
A customer reported a battery issue but did not provide detailed information about the problem. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.